Manufacturer narrative:
The analyzer alarm trace has several aspiration alarms over the entire month of the time of the event which indicates that the sample preparation by the customer may not be performed adequately. In addition, no further questionable results have been observed. Therefore, it was determined the issue was consistent with a preanalytic sample issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys cea assay result for one patient sample from the. Cobas 6000 e601 module. The initial result was 301.6 ug/l and was reported outside of the laboratory. A new sample was drawn on (B)(6) 2020 and the cea result was 6.9 ug/l. The customer repeated the sample from (B)(6) 2020 and the result was 6.8 ug/l. The reagent lot number was 426318. The expiration date was requested but was not provided.